Event description:
The MFR of a contact lens care cup for use with 3% hydrogen peroxide systems received a report from a consumer that a cup burst during use. No injury occurred. The MFR has implemented corrective actions to prevent recurrence of this event. The cup involved in this report is no longer being distributed.